Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable thyrotropin (tsh) result for one patient sample from a cobas e601 analyzer. The initial result was 17 uiu/ml and was reported outside the laboratory. The physician sent the patient to another laboratory which had an architect analyzer. The tsh result was 192 uiu/ml. The physician complained to the lab and the original sample was sent to another laboratory and tested it on an architect analyzer. The tsh result was 218 uiu/ml. The sample was sent to another laboratory and tested on a cobas e411 analyzer and the result was the same as on the cobas e601. No specific data was provided. The sample was also tested on a siemens analyzer and the result was >150 uiu/ml. The patient was not adversely affected.

Manufacturer narrative:
A specific root cause could not be identified. Additional information and a sample from the patient was requested for further investigation, but was not provided. As very high values were generated with the different analyzers, the presence of a macro-tsh in the sample was likely.